Event description:
It was reported by the patient's wife that the patient received 15 shocks. She stated the "device malfunctioned." Follow-up information reported the patient presented to the emergency room after being shocked multiple times. The device was turned off and replaced the next day. The reason for device replacement was not available. The lead was capped and replaced due to fracture. Additional information subsequently received reported multiple shocks due to noise. No capture and lead fracture was also noted. It was indicated the device was electively replaced due to the lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found. It was reported by the patient's wife that the patient received 15 shocks. She stated the "device malfunctioned." Follow-up information reported the patient presented to the emergency room after being shocked multiple times. The device was turned off and replaced the next day. The reason for device replacement was not available. The lead was capped and replaced due to fracture. Additional information subsequently received reported multiple shocks due to noise. No capture and lead fracture was also noted. It was indicated the device was electively replaced due to the lead. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device operated according to specifications. Elective replacement, shock, inappropriate, malfunction.